Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient had a loss of therapy with the right ins about (B)(6) 2018; device stopped working and the device was replaced. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a loss of therapy around (B)(6)2018 with the right ins; the device was replaced. The patient didn't report any specific return of symptoms following when she noticed that the right ins stopped working. The patient finally had ins removed and new ins implanted. No further complications were reported or are anticipated.